Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were experiencing increased pain and didn¿t feel like they were getting proper pain relief. The patient continued to increase the level of stimulation and was wondering about the icons. When turning stimulation on, they see images on the top row; one indicating that it¿s on and two others that look like they have battery information. The patient stated that the middle icon shows 1/3 but they charged last night and got the ¿complete recharge¿ screen. It was noted that they sat for 45 minutes and got a signal that it was done. About two and a half weeks prior to the date of this report, their pain started coming back. The patient mentioned that they were in a car for four days. About four days prior to the date of this report, the patient was at the movies and reported being miserable sitting in the seat. After setting up the charging system, it was confirmed that the patient was 3/4 charged. It was reviewed that the patient was reading the icons from top to bottom instead of left to right, which was why they were seeing a discrepancy. It was further reported on (B)(6) 2017 that the patient¿s issue was that it was unclear whether their device was working properly. The patient stated that they were ensured that everything was working fine. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017-. The patient stated that they called patient services last year for a physician listings because they live in florida during the winter. They called the doctors on the list but could not find anyone. The patient thought their device was not working properly because they were in pain and they were concerned about it. The patient noted that the issue began in (B)(6) 2016 which conflicts with previously reported information but they did note that the issue did resolve. No further complications were reported/are anticipated.

Event description:
Information was received from a patient. It was reported that the patient was experiencing a loss of therapy and sudden return of symptoms. The patient stated that they had a loss of therapeutic effect and a return of target pain after they were on their feet for over six hours. The patient tried increasing the amplitude, which helped a bit, but they were still having pain. It was noted that the patient contacted their healthcare provider (hcp) and they thought it could be due to the battery needing to be changed. It was reviewed that the implantable neurostimulator (ins) had a nine year life cycle as long as it had been charged properly. The patient confirmed that they had been maintaining the ins. The stimulation change was not reported to be related to positional movement as there was no significant bending or twisting when the issue occurred. No falls or traumas were reported that could be related to the issue. It was suggested that the patient follow up with their hcp for further troubleshooting. Indication for use is other.